Manufacturer narrative:
This event created a serious injury in the past and will be reported as a malfunction. Device was discarded by the hospital. Device not returned. No evaluation will be performed.

Event description:
It was reported that two locking screws snapped. The surgeon felt that the cause of the event resulted from the holes not being taped correctly. No reported injury to the patient.